Event description:
The manufacturer received information alleging a trilogy ev300 device failed final test, active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the customer's complaint was confirmed. The technician replaced the proportional valve (aecm) and 3-way solenoid valve to address the issue. After corrective maintenance, the equipment is operational and complies with the manufacturer's specifications.